Event description:
It was reported that this right ventricular (rv) lead dislodged and subsequently, was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported. The rv lead is not expected to be returned.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.